Event description:
Patient had an evar on (B)(6) 2020 with a treo system with an excellent result. Aneurysm was excluded successfully with no issues during or after the procedure. Patient was discharged the following day. A 30 follow-up cta showed a small amount of thrombus lining the right limb. On (B)(6) 2020, the patient presented acutely with a thrombosed right limb. According to the physician, there were no kinks or narrowing on either the original procedural angio, the 30 day cta, nor the new CT. Patient outcome: "patient was being lysed overnight starting (B)(6) 2020, and an intervention was performed on (B)(6) 2020. Treatment included angioplasty and placement of a 12-100 bare metal stent. An "beautiful" result was achieved, and the patient is doing well with anticipated discharge (B)(6) 2020."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2020-00059. Device 2 is being reported under 2247858-2020-00060. Device 3 is being reported under MDR 2247858-2020-00061.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR. Device 2 is being reported under 2247858-2020-00060. Device 3 is being reported under MDR 2247858-2020-00061.

Event description:
Patient had an evar on (B)(6) 2020 with a treo system with an excellent result. Aneurysm was excluded successfully with no issues during or after the procedure. Patient was discharged the following day. A 30 follow-up cta showed a small amount of thrombus lining the right limb. On (B)(6) 2020, the patient presented acutely with a thrombosed right limb. According to the physician, there were no kinks or narrowing on either the original procedural angio, the 30 day cta, nor the new CT. Patient outcome: "patient was being lysed overnight starting (B)(6) 2020, and an intervention was performed on (B)(6) 2020. Treatment included angioplasty and placement of a 12-100 bare metal stent. An "beautiful" result was achieved, and the patient is doing well with anticipated discharge (B)(6) 2020."